Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A visual assessment revealed that the hose was torn at the swivel. Therefore, the reported condition was confirmed. The assignable root cause was determined to be improper handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that prior to surgery, it was observed that the motor device had a tear in the cord with exposed wires. There were no delays to a scheduled surgical procedure as an identical spare device was available. There were no injuries, medical intervention, or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.